Event description:
The complainant reported a patient in acute myocardial infarction/cardiogenic shock was being implanted with an impella rp device for mechanical circulatory support. While prepping the device, the power cable would not plug into the rp catheter. Upon further inspection, a prong on device was found to be bent and loose, and during the inspection the prong fell out of the device. Attempted to still plug in power cable but upon connecting to aic, the device was not recognized. No other rp devices were available, therefore, the patient was transferred to a new hospital for support.

Manufacturer narrative:
The investigation for the reported product damage issue has been completed. The impella device was received from the customer and an investigation regarding the returned device has been completed. The evaluation of the device noted that it was confirmed that a pin was broken off on the rp side of the connection. The pump was plugged into the console and it was confirmed that the console was unable to recognize the pump. The root cause of the issue was determined to be a broken pin. The pin was most likely broken by connecting the pump to the patient cable at the incorrect alignment. This report is being filed as part of a retrospective review of historical records.